Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons must be pressed harder for pump to function, backlight had begun to dim, battery life sometimes less than a week, unexplained no delivery alarm necessitating set and reservoir change and insulin pump makes a lot more noise when rewinding. No harm requiring medical intervention was reported. The device will be returned for analysis.